Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
Following permanent implantation of an evoke spinal cord stimulation (scs) system, the patient reported paralysis below the knees during the immediate post-operative duration. An x-ray was performed, and no device-related abnormalities were identified. The physician elected to explant the evoke scs system. The patient¿s symptoms did not resolve following explantation. The patient had developed an intradural hematoma and was transferred to the intensive care unit (ICU).